Event description:
It was reported that a lead was implanted during an advanced testing procedure and the patient was scheduled to have an implantable neurostimulator put in on (B)(6) 2012. The reporter stated that the implantable neurostimulator was opened and the lead was placed into the header of the device. The lead wouldn't advance past the 0 electrode. It was noted that the physician tried multiple angles and used sterile water as lubricant and "nothing worked" to seat the lead into the header. It was reported that visual inspection of the lead showed no malformation of electrodes, but the sheathing appeared slightly "thicker" just behind the 0 electrode and that was where it was catching. The reporter stated that the physician implanted another device model since the lead extension was slightly larger in diameter. It was noted that the lead seated fine in this device and all intraoperative parameters were normal. It was reported that there were no issues as a result of using the larger device. The reporter stated that there was no injury or adverse event to the patient.

Manufacturer narrative:
Product ID 3889-28, lot # va03n5q, implanted: (B)(6) 2012, product type lead. Final analysis of the implantable neurostimulator revealed that a setscrew was backed out too far.